Event description:
Reportable based on analysis completed 09aug2024. It was reported that the ballon could not be inflated. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the ballon could not be inflated. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed a pinhole leak 2mm distal to the proximal markerband. Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. Functional examination revealed that the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination revealed no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. Functional examination was performed with an inflation unit and the balloon was observed to have a pinhole leak. The allegation in the complaint is confirmed.